Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high and low blood glucose level. The customer's blood glucose from 55 to 523 mg/dl. The customer's current blood glucose is 182 mg/dl and at the time of incident was 182 mg/dl. The customer treated low blood glucose with glucose tablets and food. Based on customer report customer allege insulin pump was over delivering. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the delivery accuracy test.